Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Anxiety-product-procedure: unable to observe, since it is not related to the device.

Event description:
Healthcare professional reported, left capsular contracture, baker grade IV. And a exchange from textured to smooth implants. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left capsular contracture baker grade IV and a exchange from textured to smooth implants. Device remains implanted.